Manufacturer narrative:
An event regarding arthrofibrosis involving a triathlon insert component was reported. The event was not confirmed. Device evaluation not performed because the device was not returned. There have been no reported discrepancies for the referenced lot. The exact cause of the reported arthrofibrosis cannot be determined with the limited information provided. Further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that there was a liner exchanged due to fibrosis of the joint.

Event description:
It was reported that there was a liner exchanged due to fibrosis of the joint.